Event description:
It was reported by service report that bed exit was not working. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale and bed exit were found to be fully functional. A stryker field service tech visually and functionally performed tests, and confirmed that the bed met and performed to specification.